Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking/jolting sensation after exposure to a theft detector or security gate (B) (4). The patient was at home. Further information was requested from the patient's healthcare professional.